Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that the patient had an ins implanted in the right abdominal and a surgical electrode. The patient¿s wife had an electric car and he describes particular sensations. When the patient turned off the stimulation, he had no sensations, everything returns to normal. Additional information received reported that it was recommended that the patient turn off the ins when getting into the car.